Event description:
It was reported before use that a cs100 intra-aortic balloon pump (iabp) had a fill port connector broken and balloon failure to inflate. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5 it was reported that during the examination the cs100 intra-aortic balloon pump (iabp) catheter was connected to the device, it remained dim even though the augmentation (catheter pressure) was full. System tests of the device revealed no leaks. The device passed the pneumatic performance test but was found to be not delivering sufficient pressure. The compressor should first be fitted with a 5000h maintenance kit . If the problem is not resolved with the maintenance kit, the compressor must be replaced. Because the device is due for periodic replacement, the safety disk and battery must be replaced. The pneu cmpnt m luer 1/16tb white and tubing, clear polyurethane, 0.062" i.d must be replaced because the safety disk's iab fill port is damaged. The device was faulty. Since the company had not supplied spare parts, the service order has been closed due to a timeout. Once the parts are supplied, a service visit can be arranged by contacting the getinge service. No further information is available complaint will be closed and in the event new information available, this record will be reopened and updated.

Event description:
It was reported before use that a cs100 intra-aortic balloon pump (iabp) had a fill port connector broken and balloon failure to inflate and during the examination, observed that when the catheter was connected to the device, it remained dim even though the augmentation (catheter pressure) was full.